Event description:
It was reported that the images on the 9800md system are dark and unreadable. It was also noted that the images are split. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable assembly. The system was tested and found to be working as intended and placed back into service.